Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned. Medical records were provided and reviewed. Approximately eight years post deployment, CT showed metallic object within the inferior aspect of the right ventricle. It was embedded within the myocardial wall and appears to extend to the surface of the myocardium anteriorly. Following day, it was observed that the strut completely penetrated through the free wall of the right ventricle. Three months followed by; CT image revealed further migration of the filter strut within the pericardium resulting in pericardial effusion. Therefore, the investigation is confirmed for filter limb detachment. However, the investigation is inconclusive for filter limb perforation of the ivc wall. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 04/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, strut migrated to heart and perforated. The device was removed percutaneously and the detached strut was removed via left anterior thoracotomy. It was further reported that patient alleged cardiac perforation from embolized broken strut of ivc filter with foreign body in pericardial sac and pericardial effusion; however, the current status of the patient is unknown.